Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The patient was receiving an unspecified solution via an arterial line. The customer contact reported that after an unspecified length of time in use and after the surgical drape was removed, 5ml to 10ml of blood was noted at the connection of the t-connector and the catheter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.